Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using one bd vacutainer® ultratouch¿ push button blood collection set, a crack was observed in the white connector after blood started leaking through the connector at the tube holder. A repeat venipuncture was performed; there was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: h.1 imdrf annex a grid (1): a050401 - fluid/blood leak (1250). Investigation summary: bd received 2 photos for investigation. Evaluation of the photographs indicated a split female luer adapter. Additionally,10 retention samples from bd inventory were visually inspected and no female split luers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked product component(cracked female luer). Bd has initiated further root cause investigation relating to the issue of cracked female luers through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using one bd vacutainer® ultratouch¿ push button blood collection set, a crack was observed in the white connector after blood started leaking through the connector at the tube holder. A repeat venipuncture was performed, there was no other health impact or consequences reported.